Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, h3, h4, h6, and h11 were updated. Error e102 was unable to be confirmed during device evaluation. The definitive root cause of the error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during inspection of use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source received an e102 error twice. There were no reports of patient harm or injury.